Event description:
It was reported that during prostatectomy robotic laparoscopic procedure, during the use of the new bmf (sn: (B)(6), there was a violent internal collision between the jaws of the bmf and the secure cadiere forceps (cf) (sn: (B)(6) which caused one of the two jaws of the maryland to break and completely detach. There was no issues with the cf. The broken jaw was removed from the cavity. The bmf was replaced with a third new instrument. There was no injury to the patient.

Manufacturer narrative:
Product ID: mrasi0005, sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.